Event description:
Covidien received information stating that while in use on a patient the screen on an 840 ventilator went blank. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the power supply. (B)(4).